Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to exhibiting impedance issues. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.